Event description:
The customer reported that there was a stator not on error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury ore death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries, charger, and the filament drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.